Event description:
It was reported that a user of the ilet experienced fluctuating blood glucose with a post-breakfast hyperglycemic excursion after an earlier low, with concerns that prior infusion site failure and extended pump issues during initial use could have affected algorithm performance. Symptoms included headaches. Outcomes included elevated blood glucose up to 305 mg/dl for a few hours without hospitalization, ketone testing, backup therapy, or medical intervention. Investigation included a review for user training needs and consideration of a factory reset. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that additional training on managing fluctuating glucose and device use would be provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.